Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they had a high blood glucose level of 575 mg/dl. The customer took a shot using syringe and it brought their blood glucose level down to 465 mg/dl. The customer¿s current blood glucose level was 115 mg/dl. Troubleshooting was performed and insulin exited without incident. The customer removed the set and found that the cannula was bent. The time and date in the insulin pump was not correct. They were assisted with programming the correct time and date. The customer was unsure if the basal rates and bolus wizard setting were programmed accurately. They were advised to refer to their health care professional for the correct settings. They programmed a bolus into the air and it appeared in the bolus history. The insulin pump passed the high-pressure test. It was noted that the customer received a no delivery alarm. They were assisted with clearing the alarm. The customer also mentioned that there was an air bubble in the old reservoir. The customer was able to successfully complete the infusion set change. The device will not be returned for analysis.